Event description:
New information indicates that on (B)(6) 2022, programming changes were performed to resolve the issue. There were no patient consequences.

Event description:
It was reported that the patient presented in clinic for routine follow up. Device interrogation revealed post-paced t-wave oversensing on the implantable cardioverter defibrillator. No changes or intervention was reported. There were no patient consequences.